Event description:
It was reported, during an implant procedure, the physician observed insulation damage of the lead, middle portion. Consequently, this lead was not implanted and replaced. Another same brand lead was used without incident to treat the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings noted evidence of cut outer insulation at medial section at 34.5 centimeters. Damage at implant was noted.